Event description:
It was reported that there were high rv (right ventricular) thresholds, and that the device longevity was "hit." The device and rv lead were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-45, lead, implanted: (B)(6) 2004. (B)(4).